Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor displayed code 203 pulse test fault. Upon evaluation, the monitor failed incoming functionality testing. The cause of the test failure is an intermittent connection at connector j1000 on the computer / analog (c/a) board. The cause of the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed incoming functionality testing.